Event description:
Tech alleged that the hydraulic valves are sticking causing the head functions to operate intermittently. No pt impact.

Manufacturer narrative:
The tech replaced the head up valves to resolve the issue.